Manufacturer narrative:
The insulin pump passed the displacement. Pump received with broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir lip ring was broken. Customer stated that reservoir was able to lock in place. Customer¿s blood glucose was 8.8mmol/l at time of incident. Insulin pump will be return for analysis.